Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The log file contained approximately 10 days of data ((B)(6) 2021 per the timestamp). A backup battery fault alarm activated on (B)(6) 2021 at 9:57:15 due to a load test failure; the alarm resolved when the controller was turned off at approximately 10:31:07. The load test failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected at 10:15:43 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The heartmate 3 system controller (serial number: (B)(6) was not returned for evaluation. Technical services recommended exchanging to a new controller that was running software version 1.7, which addresses the backup battery fault alarms observed. Additional information provided stated that the patient's current controller was exchanged to a controller that is running software version 1.7 and that no products would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had replace backup battery alarms and changed her system controller at home. The patient has exchanged the backup battery three times in the last year. The system controller was synced and the software is up to date. The log files for the exchanged system controller were submitted for review and the backup battery was exchanged. The log file analysis confirms the emergency backup battery (ebb) fault on (B)(6) 2021 due to the ebb failing the load test. It was recommended that the patient be placed on a rev 1.7 system controller, which would address the ebb issues as seen in the log files.